Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: we have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 04.115.750s. Lot: 2l10081. Manufacturing site: mezzovico. Release to warehouse date: 12.november 2018. Expiry date: 01.november 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the plate is broken post production at the level of the hole va-3. The measurable holes closest to the broken area,va-1/4/6 were reinspected.the relevant measurable features were found conforming to specification. Since all the holes are manufactured in the same production step, using the same cnc program and tools (repeated features), it can be stated that hole va-3 is in spec, as well. The plate thickness and width were measured and found in specification. It is possible to conclude that the plate was conforming to spec from a manufacturing perspective. No evidence of nonconformances manufacturing related.the product is conforming from the manufacturing perspective. The investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: concomitant device reported: cortex screw self-tapping (part#402.874s, lot#1l65491, quantity#1), cortex screw self-tapping (part#402.874s, lot#l952289, quantity#1) cortex screw self-tapping (part#402.876s, lot#2l01290, quantity#1) cortex screw self-tapping (part#402.876s, lot#l356727, quantity#1) va locking buttress pin (part#04.210.082s, lot#2l10851, quantity#1), va locking buttress pin (part#04.210.090s ,lot#l967205 , quantity#1) va locking buttress pin (part#04.210.092s ,lot#1l17035, quantity#1) va locking buttress pin (part#04.210.094s ,lot#8129719, quantity#1) va locking buttress pin (part#04.210.094s ,lot#8160242, quantity#1).

Manufacturer narrative:
Event year reported as 2019; however exact date of postoperative plate breakage is unknown. Additional device product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a broken variable angle (va) locking compression plate (lcp) volar rim distal radius plate. The patient was initially implanted with va-lcp volar rim distal radius plate to treat a distal radius fracture. During the initial surgery reduction on the affected site was done with an unknown kirschner wire. Then, the va-lcp volar rim distal radius plate in question was placed on the affected site, and compression fixation was done using an unknown jupiter forceps. An unknown buttress pin was inserted at the distal part of the plate, and an unknown cortical screw was inserted at the proximal part of the plate. Then, the surgical wound was closed, and the surgery was completed successfully. The postoperative course was good. However, from the middle of (B)(6), the patient had numbness at the wrist. An x-ray confirmed that the plate was broken. A re-operation was performed to remove the plate. During removal, it was observed that callus had been formed, and the affected site was stable. Thus, another plate was not placed. The tendon rupture was not observed during the re-operation. The surgeon commented about the contributing factors of the case that there was a possibility that the fracture site was unstable and the stress was concentrated on the plate, causing breakage of the plate. Moreover, there was a possibility that the strength of the plate might have not been enough. Patient outcome was unknown. Concomitant device reported: cortex screw self-tapping (part#402.874s, lot#1l65491, quantity#1); cortex screw self-tapping (part#402.874s, lot#l952289, quantity#1); cortex screw self-tapping (part#402.876s, lot#2l01290, quantity#1); cortex screw self-tapping (part#402.876s, lot#l356727, quantity#1); va locking buttress pin (part#04.210.082s, lot#2l10851, quantity#1); va locking buttress pin (part#04.210.082s, lot#2l10851, quantity#1); va locking buttress pin (part#04.210.090s, lot#l967205 , quantity#1); va locking buttress pin; (part#04.210.092s, lot#1l17035, quantity#1); va locking buttress pin (part#04.210.094s, lot#8129719, quantity#1); va locking buttress pin (part#04.210.094s, lot#8160242, quantity#1). This report is for one (1) 2.4mm ti va-lcp volar rim distal rad plate. This is report 1 of 1 for complaint (B)(4).